Event description:
It was reported that the customer experienced low and high blood glucose levels. The customer stated that she had taken the insulin pump off because she was experienced a low episode. The blood glucose reading was in the 60 mg/dl range. She came to find that the device had been lost or stolen, inquiring about getting a replacement device in the event that the insulin pump was found. The blood glucose reading was 405 mg/dl at the time of the call. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.